Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. On (B)(6) 2019, the device was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
Manufacturer report 2017865-2019-00832, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).